Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used for variceal ligation procedure, within the stomach, performed on (B)(6) 2012. According to the complainant, during the procedure, when the first band was deployed, two bands were released. The case was completed with using this speedband superview super 7 multiple band ligator device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used for variceal ligation procedure, within the stomach, performed on (B)(6) 2012. According to the complainant, during the procedure, when the first band was deployed, two bands were released. The case was completed with using this speedband superview super 7 multiple band ligator device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination found that the handle assembly, tripwire, suture, and ligator head were returned for evaluation. There was residue present on the device which is indicative of use. The evaluation revealed that five bands remained (4 blue and one white) however; one blue band was rolled out of position. There was no visible damage to the ligator teeth. Additionally, the suture was found to be broken and approximately 19 cm of the proximal end of the suture was attached to the distal end of the trip wire. Further analysis revealed that the trip wire was not wound on handle spool as expected, but was only wrapped 1½ revolution around spool. In addition, the handle assembly slot and trip wire did not present evidence that the trip wire had been secured during use and no evidence of the tripwire being cinched in the handle assembly slot was identified.the condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation revealed that one blue band on the ligator head was rolled out of position and no visible damage to the ligator head teeth. Additionally, the tripwire was found to be unsecured from the handle assembly slot and there was no visible evidence to suggest that this step had ever been performed. The speedband superview super 7 multiple band ligator directions for use (dfu) notes within the initial setup section ¿to pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs.¿ the dfu then instructs the user to ¿secure trip wire in slot on handle unit.¿ failure to secure the trip wire could ultimately impact the deployment activity of the bands. If slack was present in the tripwire during the procedure it could cause the thread to move over the ligator teeth without deploying the bands properly. Based on the evaluation of the device and evaluation of returned devices with similar issues, it is most likely that the trip wire was not properly secured during the procedure which then impacted the deployment activity of the bands. Therefore, the most probable root cause is user error.a review of the device history record (DHR) was performed; no anomalies were noted.